Manufacturer narrative:
Upon receipt, the device interrogation revealed the eri battery status, confirming the clinical observation. The device was implanted for approximately 54 months and 22 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was normal and as expected. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected, however, an inconsistency between the amount of charge taken from the battery and the battery voltage was observed. Therefore the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electronic module was directly measured and found to be elevated. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.

Event description:
It was reported that approx. 53 months after the implantation, the device reached eri status. The device was explanted. The reporting decision was amended based on interim result of analysis.